Event description:
It was reported that the patient was admitted to the hospital due to high blood glucose event on (B)(6) 2026. The blood glucose had been elevated for greater than four hours and insulin was administered intravenously during the hospitalization which lasted for more than 24 hours. The patient also experienced headache and vomiting.

Manufacturer narrative:
E1: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.